Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the device was received for evaluation. A visual inspection was performed, and the reported issue of leakage was not easily identified. A functional leak test was performed, and a leak was observed from the top left corner of the flat weld area of the bag. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to variations in the weld process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the manufacturing date (11) is not known at this time; therefore, the UDI number only will contain the device identifier (01), lot number (10), and expiration date (17). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 4000 ml eva tpn bag leaked at the bottom corner. It was discovered it immediately after compounding. There was no patient involvement. No additional information is available.